Event description:
Stopcock on the dilating balloon catheter set kept popping off, resulting in deflation of balloon. Surgeon chose to continue using the malfunctioning device until the ureter was properly dilated. He was very frustrated. A retrograde pyelogram was performed showing distal ureteral narrowing to just above the bladder. Subsequently, a working wire was advanced alongside the safety wire and we passed a ureteral balloon dilator. There was some probable valve malfunction with the balloon, but under pressure of 12 atmospheres for 5 minutes, the area of narrowing was dilated with the ureteral balloon. Subsequently, we deflated the balloon. We shot another retrograde pyelogram. This showed decreased hydronephrosis and improved drainage from the right ureter.